Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it was suspected that a lead fracture was the cause of the high impedances. The implantable neurostimulator (ins) was not flipped and the patient was able to communicate with and recharge the ins. A decision had not been made as to how to proceed with the patient's device.

Event description:
It was reported that the patient had their last stimulation to their right side on (B)(6) 2015. The lead was implanted in the cervical location and could only be tested at 0.25v. Electrodes 8 through 15 were all showing high impedance except electrode 13 which showed 741 ohms. The patient had coverage on their left side but was not feeling stimulation on their right side. Electrode 4¿s impedance was >10,000 ohms. The patient had not done anything unusual but they did do vigorous exercise. The patient was scheduled to be seen by a manufacturer representative on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37743. Serial# (B)(4), product type: programmer, patient. Product ID: 3 9286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).